Event description:
The following has been reported by customer: a 24-year-old patient was induced at 33+5 weeks of gestation under epidural anesthesia (suspected placental infection). At 12:23 p.m., an oxytocin infusion of 5 iu in 50 ml was initiated, set at a rate of 1.5 ml/h. At 1:19 p.m., the monitor in the care room showed the onset of a prolonged fetal heart rate deceleration. At 1:21 p.m., the nurse arrived and observed that the infusion rate was set at 200 ml/h. The infusion was immediately stopped (35 ml remaining in the syringe). The fetal heart rate deceleration did not recover, and uterine palpation revealed uterine hypertonia. Consequence and current condition of the patient: the medical team arrived at 1:23 p.m.; the fetal heart rate was 50 bpm with complete absence of variability and persistent uterine hypertonia. An emergency cesarean section was decided at 1:27 p.m. After questioning the patient and her partner, the patient reported that she had wished to stop the oxytocin due to excessive contractions and had therefore pressed and held the electric syringe pump in an attempt to stop it, without calling the nurse, approximately 5 to 10 minutes before the onset of the fetal heart rate deceleration (no stoppage of the electric syringe pump occurred). At 1:34 p.m., a baby born at 1:34 pm, weighing 1.7 kg (apgar score of 10 at 5 minutes). Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.